Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: a review of the pump¿s black box showed evidence of cs 078 call service alarm. The pump powered on and displayed the verify screen. The pump was not able to be tested for the call service alarm issue due to an unrelated keypad button response issue. The pump cover was removed and evidence of moisture ingress was found inside the pump on the motor flex connector. The complaint of a cs 078 call service alarm issue was shown in the history but was not able to be investigated due to the unrelated keypad and moisture damage issues. The results of the keypad investigation are addressed under report # 2531779-2015-24503.